Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation the zisv6-35-125-5.0-140-ptx device of lot number c1694665 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint is related to pr 402819 (emdr 3001845648-2023-00623) which was raised to capture the user error of an incorrect size access sheath used. As per product managers input, an 8fr size access sheath would have not caused the damage to the device. Photographs were received for evaluation. On review of these photographs, severe damage was noted on the device. On image 01, the outer sheath was broke/separated distal to the strain relief and the strain relief appears to be bent. On picture 02, there is curvature observed on the outer sheath. Due to poor image quality, it is not clear if there is any further damage on the remaining section of the outer sheath. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zisv6-35-125-5.0-140-ptx of lot number c1694665 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Instructions for use/label: it should be noted that the instructions for use (ifu0122-2) states the following: ¿¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. There is no evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to a difficult patient anatomy. As per the information received, a lunderquist guide wire was used and as per product managers input, these wire guides are usually used to straighten out the anatomy so the devices can be advanced through tortuous anatomies. The user may have been trying to push/ advance the device over the guidewire by pushing with the handle and the force was so high that the sheaths kinked after the strain relief. As per image evaluation on the received photograph, the strain relief seems to be bent. Another possible root cause is that the handle may have been left to dangle unsupported, which could also have caused a kink. This coupled with the tortuous anatomy and the stiffness of the wire guide, may have caused the device to stick as they tried to withdraw it over the wire guide, resulting in the separation. In the event description/additional information it states that the stent was deployed just above the target location however, in the additional information attached to the file it states that the device never made patient contact. The root cause assignment has been based on the likelihood that the stent was placed as this was what was received initially and it is unlikely that such damage would occur without the device making contact with what was described as a tortuous and calcified patient anatomy. Additional information/clarification was requested around the event however, the point of contact had ceased employment with cook and further information could not be obtained. Should more information regarding this requested information for clarification become available at a later date, the file can be re-opened and re-assessed accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: according to the initial reporter, the sheath got detached from the handle. No further information has been provided by the sales rep. "As per complaint form": the patient had tortuous iliac arteries and when introducing the ptx it separated from the handle. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be determined. A possible root cause could be attributed to the patient`s anatomy. A tortuous anatomy combined with the use of a stiff lunderquist guide wire, may have required extra high force to be used when attempting to advance the device over the wire guide, which may have caused a kink and in turn the separating of the outer sheath. Another possible root cause could be the handle been left to dangle unsupported, which could also have caused a kink causing the device to stick. This would have required extra force to be used resulting in the seperation. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The sheath got detached from the handle. No further information has been provided b the sales rep. "As per complaint form": the patient had a tortuous iliac arteries and when introducing the ptx it separated from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Was the approach ipsilateral or contralateral? Contralateral. 2. If contralateral, was the bifurcation angle tight? No, it was no tight. 3. Was pre-dilation performed ahead of placement of the stent? No. 4. Was post-dilation performed after the placement of the stent? No, they were so nervous and they leaved the stent without dilation. 5. Details of the wire guide used (name, diameter, hydrophylic)? Terumo 18fr. 6. Details of the access sheath used (name, fr size, length)? No cook, short 8 fr sheath. 7. Was the device flushed before the procedure, as per IFU? Yes. 8. What was the target location for the complaint device? Sfa. 9. Was the patient's anatomy tortuous or calcified? Tortuous and calcified. 10. Was resistance encountered when advancing the wire guide to the target location? No. 10a. How did the physician deal with this resistance? No resistance. 10b. Was resistance encountered when advancing the delivery system to the target location? No. 10c. How did the physician deal with this resistance?. 11. Did the stent delivery system cross the target location?yes. 12. What artery was the stent placed in? In sfa but above the target location. 13. Was the distal end of the stability sheath inside the access sheath? Yes. 14. Was the retraction sheath being held during deployment? No.